Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in out of range shock impedances measuring greater than 125 ohms. Technical services recommended to deliver a commanded shock test. At this time, this rv lead remains in service. No adverse patient effects were reported.